Event description:
It was stated by the nurse that the customer was hospitalized for diabetic ketoacidosis. The reported blood glucose during the phone call was 173 mg/dl. The customer changed the infusion set two days prior to the event. The screen was blank during the phone call. Changed the battery and the insulin pump alarmed. Troubleshooting was performed, and the insulin pump passed the prime and high pressure tests. The nurse was unable to verify that the insulin pump was programming correctly because she did not know the customer's settings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.